Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6).

Event description:
This report is based on information provided by philips authorized service provider and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the ECG self-test failed. No patient involvement at the time the issue was discovered. Based on the information available, the cause of the reported problem was confirmed and traced to the loose ECG cable. Reported problem was solved by third party, after reconnecting the ECG cable, device was successfully returned to service. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.